Event description:
Information rec'd indicates the brake pedal is soft and the casters will not engage into brake on the head end of the stretcher.

Manufacturer narrative:
The technician found the connecting rod was broken which prevented the head end casters from locking into brake. The technician used a brake/steer upgrade kit to repair the stretcher.